Manufacturer narrative:
Mandatory medwatch received mw5066724. (B)(4).

Event description:
It was reported that the patient complained of experiencing a burning sensation in his chest on the left side, muscle stimulation. The lead remained implanted, no additional information was available.